Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that prior to implant this boxed subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Multiple attempts to interrogate the device were made however were unsuccessful. A different device was able to be implanted without further complication. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that prior to implant this boxed subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Multiple attempts to interrogate the device were made however were unsuccessful. A different device was able to be implanted without further complication. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.